Event description:
It was reported that, one day post-implant, the implantable cardioverter defibrillator (ICD) device had atrial capture management (acm) programmed on, which resulted in loss of capture the ventricle when the test ran. Auto acm was turned off. No loss of capture has been known to occur after acm was programmed off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1058t86, st jude competitor lead, implanted: (B)(6) 2007; 5076-52, lead, implanted: (B)(6) 2007. (B)(4).